Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the leads were removed due to infection. It was reported that cultures were taken from both the generator pocket as well as the leads were sent for microbiology and both deep and superficial tissues in the lumbar incision. There was no infection in the generator pocket and the generator was preserved. The leads, particularly the anchors appeared to have biofilm on them and a wide excisional debridement was taken and the leads were left out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the issue with the infection and MRI was resolved as technical support confirmed patient was able to get the necessary brain MRI. Patient reported the infection was resolved on august 8th. Rep reported the leads were disposed of by the hospital.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient (pt) was needing MRI of the brain. Rep reported after the scs was placed, the pt had "some type of swelling or something", so the provider removed the leads, and the ins battery was left implanted. Rep noted then that the pt went to see an infectious disease provider to see what was going on. Rep looking to verify MRI eligibility.